Manufacturer narrative:
G4: premarket / 510(k) # k160514, k222568. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. The opticross peripheral imaging catheter was selected for ultrasound examination of the target lesion. During procedure, an unknown guidewire pierced and exited the catheter approximately halfway through the loading process. No patient complications were reported.